Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of 550 mg/dl, the customer was hospitalized on (B)(6) 2018 at 10:30pm. The customer was treated with manual injection. Customer still in the hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Concomitant products were added.